Manufacturer narrative:
The reagent lot numbers and expiration dates were requested but were not provided. The field service engineer reseated the sample probe, adjusted the gear pump pressure, cleaned the wash tubing to rinse cuvettes, cleaned the wash nozzles, and replaced the teflon blocks. All tests and qc were acceptable. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable results from the cobas 6000 c501 module. Sample 1 initial urea result was <0.5 mmol/l and the repeat result was 6.8 mmol/l. Sample 2 initial triglyceride result was <0.1 mmol/l and the repeat result was 1.57 mmol/l. Sample 3 initial creatinine result was <15 umol/l and the repeat result was 82 mmol/l. Sample 4 initial ldl result was <0.1 umol/l and the repeat result was 3.51 mmol/l.